Event description:
It was reported that the 9800 system had a pre-charge voltage error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The battery pack was replaced during the service call.